Manufacturer narrative:
Unit had blank display due to broken solder joint and lifted traces on interface board. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test due to blank display. Unit had cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker. No damage noted on the original battery cap or in the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s current blood glucose level was 300 mg/dl . The customer stated that that the pump turned off automatically without any alarm and changed battery for new but pump do not turn on. The insulin pump will be returned for analysis.